Event description:
It was reported that an unspecified primary IV (intravenous) infusion set was running at the same time as the secondary line. This was identified while testing and during use with an IV infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.